Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 24 hours. The blood glucose level was 271 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.